Event description:
It was reported that a novum iq syringe pump did not deliver medication during patient infusion. The pump alarmed 'infusion complete'; however, none of the medication was infused. The pump was programmed to run at 18 ml/hr using a 20ml syringe. The infusion pump was programmed three additional times and the pump began infusing on the fourth attempt. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: patient is pediatric. D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.